Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the trial patient was experiencing itchiness around the area where the needles went in. The patient underwent a lead pull procedure.

Manufacturer narrative:
The initial MDR was sent in error, this is not a reportable event.

Event description:
A report was received that the trial patient was experiencing itching around the area where the needles went in. The nurse practitioner assessed that nothing appeared irritated and he did not see any reason to be concerned at all. The patient underwent her lead pull at the regularly scheduled date, and the leads were not pulled early.